Event description:
A malfunction occurred with a pump that was still under warranty, displaying a malfunction code of malf 13, which was not resettable. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy while a replacement pump was arranged. The customer was also instructed to put the current pump into storage mode before returning it using a pre-paid label within 10 days.